Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing unspecified symptoms. Upon review, the patient's pulse generator exhibited backup operation. The patient's device was removed and replaced successfully.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image indicated backup occurred due to a power on reset while the device was implanted. The battery trend data was analyzed, and no anomalies were noted. The reported event could not be reproduced. The reported cause could not be determined.